Event description:
The consumer reported her son used the product for an unspecified amount of time on his calf. When the patch was removed, the consumer described a burn resulting in scarring in the area worn. The consumer showed the injury to her son's doctor during a previously scheduled.

Manufacturer narrative:
The consumer used the product off-label by using on a child. Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.